Event description:
Asr revision; asr xl - right hip; reason(s) for revision: component loosening (acetabular cup); pain; component malalignment; increase in cobalt and chromium levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended for (B)(6) 2013. Asr xl - right. Reason(s) for revision: component loosening (cup), pain, component malalignment, increase in heavy metal levels. (B)(6). Update received 17th july, 2013. Lot numbers added for cup and head. Update received 05 september 2014. Kid number added and amended to legal. New fields completed.